Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any error related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event that the receiver alarm was not sounding on the correct set low number was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver alarm was not sounding on the correct set low number. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.